Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 338 mg/dl. Customer stated they had blood ketone 2.2. The customer did not experience any symptoms such as a result of high blood glucose. Auto mode feature was unknown at time of event. The insulin pump will not be returned for analysis.